Manufacturer narrative:
Previously mfg report 2523190-2019-00013 filed with product ID ax1375bif ancillary; however, the ax2100bif ultralite pro headlight was returned and evaluated. A visual inspection of the returned ax2100bif head band and luminaire only, found the back of the luminaire headlight bottom was partially melted and discolored. The mirror assembly inside the luminaire was broken and fragments were observed on the inner surface of the lens. The broken mirror assembly did not properly reflect the high intensity beam and resulted in the melted back section of the luminaire housing and dim light being emitted. The DHR review showed no manufacturing, workmanship, or material deficiency has been identified. The reported complaint was confirmed. The root cause was physically damaged consistent with rough handling, user error. Device identifier (B)(4).

Event description:
Initially mfg report 2523190-2019-00013 was filed with the product ID ax1375bif ancillary. However, the product that was received and evaluated is the ax2100bif ultralite pro headlight w/premium cable.